Manufacturer narrative:
Correction b5: it was reported that a spectrum pump, alarmed system error 345 (thermistor disparity). This occurred during biomed service. There was no patient involvement. No additional information is available.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). This occurred during biomed service. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'ec 345. ' was not reproduced. A review of the event history log (ehl) revealed system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.